Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp needed to be repaired. Then, a service and repair manager reported that the clamp's lock had both lateral and rotational movement while lock and has a cracked index knob. Additional information was received on 20jul2018 stating that the device was not used on a patient.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob is cracked and the lock will need new components added to replace worn internal parts; the set screw in the swivel base was tight. The device history record showed no issues. The reported complaint was confirmed. General maintenance and cleaning required.